Manufacturer narrative:
No trend identified. The product combination used was approved by zimmer. Devices were not received, thereof a technical investigation was not possible to perform. Seven partly low quality pictures of the explants were received which were most probably taken in the operating room. The received picture show that there was irregular metallic transfer on the biolox taper. Besides that, the taper connection seems relatively intact. Therefore, the possibility that the loosening, massive osteolysis and necrotic tissue was caused by wear at the taper connection is unlikely. Due to non-existing bone ongrowth, it is more likely that the implant seating was initially disadvantageous. However, for a definite conclusion the products, x-rays and surgical report would have been available. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient got revised due to a loosened cls spotorno stem. Intraoperatively, massive osteolysis at the trochanter, damaged muscle around the trochanter was visible and that a kidney basin full of necrotic tissue was removed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference numb ER of this file is (B)(4).

Event description:
It was reported that a cls stem 135 16.25 12/14 was implanted on an unknown date in 2009. The patient was experiencing aseptically loosening and reduction of the bony substance. On an unknown date the shaft had an abrasion on the cone therefore no solid connection to the head. The patient underwent a revision surgery on (B)(6) 2015. The cup is still implanted.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).